Event description:
It was reported that during an acl reconstruction and meniscal repair procedure, whit instruments outside the patient, a 1mm x 1mm tip of the novostitch pro applicator was found to be missing. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found the linkage to the upper jaw is broken. An analysis of the customer provided images found the linkage to the upper jaw is broken. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl reconstruction and meniscal repair procedure, with instruments outside the patient, a 1mm x 1mm tip of the novostitch pro applicator was found to be missing. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.